Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hyperglycemia with blood glucose (bg) of 500 mg/dl. The patient reportedly did not received treatment above or beyond the usual routine of diabetes management. The reporter alleged the pump had a display (blank screen) issue. This complaint is being reported because the patient experienced hyperglycemia while on insulin pump therapy and the pump allegedly had a blank screen.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) /2015 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. Review of the black box data revealed no interruption of basal delivery on the date the alleged event occurred, (B)(6) 2015. The data did not reveal any indication of error, alarm or warning causing a blank display screen. The basal history and total daily dose history correctly reflected the user¿s programmed rates. On investigation, the display was found to be fully illuminated and functional; clear and legible. Investigation did not duplicate the alleged blank screen. The pump was opened for investigation and did not reveal any damage, defect or contamination of the display screen or any interior components. The pump was determined to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.